Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not

Event description:
It was reported that the customer inadvertently entered 8 instead of the intended .8 of carbohydrates into the bolus menu. Reportedly, customer was unconscious and customer required assistance from paramedics to re-gain consciousness. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided.